Event description:
It was discovered via x-ray that an unknown connector disengaged from the rods 2 years post-operatively. Revision surgery was conducted where reinforcement and bone grafting was performed to disperse the mechanical load. The unknown connector remains in the patient. This record represents the unknown connector.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. During the revision surgery it was discovered that both sides of the unknown connector were disconnected from the rods. It was reported that the load on the connector of the axial part was released and the rod came off from the connector. Additional rods were added to each left and right sides and four parallel rods were used. The unknown connector remains implanted in the patient. Since the rod migration and connector disengagement was noticed was noticed approximately two years after the initial surgery and the patient did not fuse the most likely cause of the reported event is delayed healing. Per the surgical technique: delayed union or nonunion - internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed / nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that an unknown connector disengaged from the two rods 2 years post-operatively and was discovered via x-ray. Revision surgery has been performed and the device remains implanted. This record represents the connector.